Event description:
On this date, which was a holiday weekend, I started having severe chest pain at the site of the medi port. Placed a call to the on call oncologist, but was told to expect a certain degree of pain associated with the attachment of the port to chest wall. This was not normal pain. Almost fainted a couple of times, but waited until tuesday after the holiday to speak with my regular oncologist. He immediately ordered 2 diagnostic tests/ a dye test and a chest CT. On (B)(6), the dye test revealed "immediate leakage of contrast agent at the junction of the mediport with its catheter...", "mediport failure... This mediport is nonfunctional." I was told that it was "fractured." I had to go see another surgeon to schedule another surgery to remove and replace this device. It had been placed 6 weeks prior and I had received 2 chemotherapy treatments through this defective port. If it had not been detected, there is a real possibility that I would not be writing this complaint. A second surgery was devastating and produced further disfigurement on my chest and neck. I am attempting to insure that no one else has to go through this again. Product is: smart port/ angiodynamics/ no further info found except generic pt info package. Dates of use: (B)(6) 2011 - (B)(6) 2011.